Event description:
It was reported that during a surgical procedure at (B)(6) joules of use and 3:5 minutes of use, it was observed that the "fiber had a defected tip". The fiber was exchanged and a second fiber was used to complete the procedure. There was no report of patient injury.

Manufacturer narrative:
Product evaluation: the fiber cap remains attached and exhibits a drilled through condition; the glass cap exhibits mild char; there is some white unknown substance noted inside the fiber cap; the bevel section is melted. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.